Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced low blood glucose event on (B)(6) 2026. The patient was treated by intake of carbs and donuts. No further information available.